Manufacturer narrative:
This event was initially reported as a malfunction for loss of image. Upon additional information provided, it was confirmed that a loss of image did not occur. Therefore, this event is no longer reportable. This event description most likely indicates "confusing errors or notifications" and ¿no image¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Event description:
This event was initially reported as a malfunction for loss of image. Upon additional information provided, it was confirmed that a loss of image did not occur. Therefore, this event is no longer reportable. This event description most likely indicates "confusing errors or notifications" and ¿no image¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.